Event description:
It has been reported to co that during the procedure, after the balloon had been placed over the wire, the physician attempted to manipulate the wire but in the process the tip of the wire broke off and remains within the pt as retrievel was not possible. The pt is reported to be in stable condition. The device has been retained by the hosp.